Event description:
It was reported that a patient experienced a break in aseptic technique involving the connector to the patient, during peritoneal dialysis (pd) therapy, which caused peritonitis. The patient was hospitalized for the reported event. The treatment for the peritonitis included an unspecified antibiotic (dose, route and frequency not reported). The patient was later discharged from the hospital and was still on antibiotic medication. The patient was reported to be recovering from the peritonitis. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.